Event description:
During robotic hysterectomy, the permanent cautery spatula was in use in arm #2 when the surgeon noticed that a wire was sticking out of the wheel track. The instrument was removed from the field and replaced with a new instrument. Reason for use: robotic hysterectomy. Event abated after use: yes.